Event description:
Caller states that he woke up from sleep with a reading of 34mg/dl and ate candy, splenda and had a pop. He notes he called the paramedics and twenty minutes later they obtained a 219mg/dl on their device. No treatment was rec'd by paramedics. Caller states that he ate less that day and has not been taking his diabetic medications as prescribed. No quality controls were used. Requested return of suspect device and replacement was sent.